Event description:
It was reported that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. The customer¿s blood glucose level was 27.5 mmol/l at the time of incident. Symptoms customer reported were nausea, dizziness, headache. Customer was treated with intravenous insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was using auto mode at the time of incident. The customer was assisted with troubleshooting. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Retainer ring = black. On feb 25, 2022, the customer alleged was hospitalized for high blood glucose, diabetic ketoacidosis and insulin flow blocked/no delivery alarm. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, missing display window cover, cracked battery tube threads, keypad overlay texture damage, cracked select button keypad overlay, cracked case near the corner of belt clip rails and broken belt clip rails during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the insulin pump history on 02/25/2022 from 02:36:00 until 09:20:00 during bolus and basal delivery. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. No ¿no delivery alarm¿ during testing. Insulin pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.3 milivolts). The motor was tested outside of the device on the new generation pump stb3 and passed. In summary, pump passed all required testing. Unable to verify customer alleged for high blood glucose, diabetic ketoacidosis. The force sensor is within specification and the motor functioning properly. Customer alleged for insulin flow blocked/no delivery alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with the report in section b5.

Event description:
On (B)(6) 2022, customer said she went to the hospital on day of call at 10am for high blood glucose of 27.5 mmol/l and diabetic ketoacidosis because of insulin flow blocked alarm. She had changed the set three times. Customer was nauseous, dizzy, and had a headache and had 5 for ketones. Customer was treated with insulin drip. During troubleshooting, customer said the drops were coming out very slowly. Pump passed self-test and displacement test. Pump was used at the time of the incident. It is unknown if sensor was used. It is unknown if auto mode was used.